Event description:
A minor reported a malfunction that did not have any preceding events and displayed malfunction code 9, but it did not cause any adverse impact to the customer's blood glucose level. The issue was resolved by providing pump reset information, which was carried out successfully with no recurrence of the code. It was concluded that the customer could continue using the pump, with instructions to contact support again if the issue happened again.